Manufacturer narrative:
D10. Concomitants: truliant femoral component ref. No. 02020130220. Tibial insert ref. No. 02022472015. Patella component ref. No. 999.

Event description:
It was reported via clinical study that the 68 yo female patient was experiencing increased pain. When called for follow up the patient stated she had a revision by an outside surgeon in (B)(6) 2020 due to the increased pain and would not provide any further information about the revision surgery. The patient was revised on (B)(6) 2020. The date of event onset is (B)(6) 2020. The outcome was last known as resolved.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the clinical symptom of pain reported cannot be conclusively determined and the event cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.